Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that workstation transport handle became detached from the system due to a bolt failure. No patient injury was reported.